Manufacturer narrative:
Evaluation summary: spline tube damaged in two placed. One is shallow (toward the opening) and one is deeper (middle) at 180 degrees to each other."see scanned pages."

Event description:
Lap sigmoid resection. Pcs29 dlu was connected and calibrated normally. The device was used trans-anally and was opened and closed. Pc displayed "in firing range" and the fire button was pressed. After the firing sequence, the tissue was cut and there were partially malformed and unformed staples present. Another device was applied to complete the case without further incident.